Event description:
The reporter stated that the keypad buttons were responding poorly for the past one to two weeks. The reporter also indicated that all of the keypad buttons required multiple button presses and more force in order to elicit a response. The reporter also stated that the keypad covering fell off on (B)(6) 2011. The reporter also indicated that the patient wears the pump in a pocket and that he does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn off around the up arrow and down arrow keypad buttons. Evaluation revealed that all of the keypad buttons were intermittently responsive; multiple button presses were required on the keypad in order to elicit a response. All of the keypad buttons did not click back or spring back as expected. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.